Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: email address: unknown/information not provided. Section e1: telephone number: (B)(6). Device evaluation: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained about poor distant vision, which the surgeon attributed to hyperopia. The lens was explanted and replaced with lens from another company. The patient was fully recovered. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Correction report: this report was inadvertently submitted, hence this correction is being filed to indicate that the MDR report should not be filed for this product complaint. The product, puresee iol, is not approved in the USA and has no same or similar to a product approved by FDA. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.